Event description:
The dental implant fx4014swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 2 weeks after implantation. The doctor indicated that periodontal disease may have cased the implant removal. The patient has history of hypertension and has been recovered without complications.